Event description:
It was reported that patient presented in clinic for follow up with a battery longevity data anomaly exhibited on the pacemaker on (B)(6) 2017. Upon further interrogation, it was noted that there were no other electrical anomalies, and the battery longevity was estimated to be normal during the last follow up on (B)(6) 2016. The patient was brought in for in-clinic follow up on (B)(6) 2017 for programming changes and a forced recalculation was performed. The battery longevity measured as normal. It was determined to be incorrectly measured during the follow up in (B)(6) 2017. There were no reported patient symptoms.